Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Less than ten days later, the patient experienced high levels of inflammation values and abdominal inflammation. These symptoms were treated with antibiotics. The duodopa pump was paused.